Event description:
The customer reported a discrepant (false positive) result on the alinity m sars-cov-2 assay. The customer reported sample ID (sid) (B)(6) completed on (B)(6) 2022 that was positive. The patient believed this to be a false positive result. The false positive result was reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: result logs were reviewed. The assay reagents performed as expected and met the assay specification requirements for the controls in the log file that was available for review. The runs involving the sids were valid, met assay specification requirments, and no error codes or flags were displayed for the controls. No abnormal curves were identified, and the assay is performed as expected with correct interpretations. There is no indication that lot# 527400 is performing outside of established design performance specifications. A pcr test could be more accurate due to its sensitivity when comparing to antigen test, therefore the results may not be reproducible. A product deficiency was not identified by this evaluation. Quality data review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-95 lot# 527400 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / nonconformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-95) lot# 527400 and its respective components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 527400 and its respective components. Complaint history review: a lot specific complaint history review was performed to identify complaints which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot# 527400. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot# 527400 was not identified. Changes made after receiving additional information: d4: updated with lot number and expiration date. H4: updated with device manufacture date.